Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received an alert for high impedance on the left ventricular lead. At follow-up, high impedance was confirmed. Lead imaging showed no damage. The leads pacing configuration were adjusted and electrical values improved.